Event description:
I am reporting on a health condition brought on by dental mercury analgams, of which I had approx 17. The first was placed by a dentist in a foreign country in 1976. I t was at that time that I began having undiagnosed symptoms of attention deficit disorder with hyperactivity. I had trouble thinking clearly, reading, and following instructions. My moods became oppositional and defiant. I believe that I had one other amalgam placed in my mouth between that time and when I began dental treatment with my dentist in 1988. I was diagnosed with bipolar disorder type ii with psychosis in 1986. From that time, I had frequent bouts of mania and depression that required lengthy hospitalizations. I also experienced comorbid symptoms of attention deficit disorder with hyperactivity. I was treated with a number of medications both singly and in combination, with limited success, none of the atypicals were useful in managing my manic or depressive episodes. From the year 2000 to 2002, I was on the following medications: depakote 1500 mg, tegretol xr 400-600 mg, lithium 300-600 mg per day depending on side effects, levothyroid .75 mg, and topomax 100 mg. Haldol ranging from 2 to 10 mg was deemed to be the most effective for controlling manic breakthroughs as well as adjunctive treatment for the depression. Wellbutrin ranging from 100 mg to 400 mg per day was used for treatment of depressive symptoms. Amantadine from 100 mg to 300 mg per day was used for side effects experienced on the haldol. Prior to 2000, I had taken high doses of lithium, among other medications and haldol for manic episodes. In order to sleep, from 1986-2000, I took a prescription for lorazepam -a tranquilizer- nightly. I relate this in order to let you have some idea of the seriousness of my condition. As well as psychiatric symptoms, I was diagnosed with irritable bowel disease by dr. In , I believe, 2002, I also had allergies, which were diagnosed by another dr in 2002, although I had suffered from them for many yrs prior. In 2002, I was disgnosed with mercury toxicity by my nutritionist. Treatment for this problem consisted of having my dental amalgams removed and beginning a regimen of nutrutional supplements. The result was miraculous. Following the treatment, my thinking improved dramatically and my mood completely stablized. I was able to taper down the medications to a small dose of lithium within a short amount of time of beginning the treatment. By october of 2003, I was completely off medications for psychiatric disorders. I have not had need of psychotropic medications since that time. I have also had no recurrence of symptoms associated with bipolar disorder or a.d.h.d. This coming october, my psychiatrist plans to give me a clean bill of health. I have also ceased to have bowel problems and allergies. You may read the full story of my disorder and treatment at the following website: www.madhattersyndrome.com. For sixteen yers, I was suffering because of the mercury in the dental amalgams in my teeth. Mercury is a known neuro-toxin and should not have been placed in my mouth. It should not be in anyone's mouth as it is a known poison and is not safe.